Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had replace battery now alarm and pump error alarms on insulin pump. The customer¿s blood glucose level was 280 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Assisted with performing a self test. Self test results was passed. The insulin pump will not be returned for analysis.